Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 89 mg/dl and her blood glucose value was over 300 mg/dl. Customer stated that the sensor was working well until the night prior to the call. The sensor was reading low all night and the insulin pump going into threshold suspend. Sensor age was 1 day 13 hours. Current blood glucose is 108 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.